Manufacturer narrative:
Correction to d4 model number from 3400 to 3010. The manufacturing process for this electrode model included extensive inspections to ensure that the finished product met specifications prior to distribution, including validation of sterility and a series of visual, functional, and electrical tests. There is no indication that the referenced event was related to the manufacturing process. A risk review was completed and confirmed that the event of impedance issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This electrode was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited variable system impedance measurements, with 120 ohms in the office today. No defibrillation threshold (dft) test was performed at implant and this patient has not received any shocks to review impedance. Technical services (ts) reviewed discussing possible reasons such as adipose tissue however measurements are within normal range. Ts discussed dft would be physician discretion. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced discomfort and pain. A device pocket revision was attempted to lower the system impedance however was unsuccessful therefore, this electrode and s-ICD were explanted and replaced. This electrode is expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited variable system impedance measurements, with 120 ohms in the office today. No defibrillation threshold (dft) test was performed at implant and this patient has not received any shocks to review impedance. Technical services (ts) reviewed discussing possible reasons such as adipose tissue however measurements are within normal range. Ts discussed dft would be physician discretion. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced discomfort and pain. A device pocket revision was attempted to lower the system impedance however was unsuccessful therefore, this electrode and s-ICD were explanted and replaced. This electrode is expected to be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Manufacturer narrative:
The manufacturing process for this electrode model included extensive inspections to ensure that the finished product met specifications prior to distribution, including validation of sterility and a series of visual, functional, and electrical tests. There is no indication that the referenced event was related to the manufacturing process. A risk review was completed and confirmed that the event of impedance issue was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. This electrode was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts are being made to try and retrieve the device. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk. This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system exhibited variable system impedance measurements, with 120 ohms in the office today. No defibrillation threshold (dft) test was performed at implant and this patient has not received any shocks to review impedance. Technical services (ts) reviewed discussing possible reasons such as adipose tissue however measurements are within normal range. Ts discussed dft would be physician discretion. This electrode remains in service. No adverse patient effects were reported. Additional information was received that this patient experienced discomfort and pain. A device pocket revision was attempted to lower the system impedance however was unsuccessful therefore, this electrode and s-ICD were explanted and replaced. This electrode is expected to be returned. No additional adverse patient effects were reported.